Event description:
Paramedics responded to a person described as in cardiac arrest. According to the reporter, the device intermittently would not charge or delivery energy to the pt. Three countershocks were administered to the pt who was resuscitated and transported to the hosp emergency room.